Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported zerbraxa (100ml) was programmed to be infused at 33.3 ml/hr. Over three (3) hours. When clinician assessed the patient approximately thirty minutes later it was noted the bag was empty, however infusion verification in epic stated only 12.31ml had infused. There was patient involvement however no patient harm. Although requested, the customer stated that they are unable to send the devices for investigation.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of magnesium was not confirmed through a review of the device logs. The review of the concomitant point of care unit (pcu) error log showed no errors or malfunctions on the incident date related to the reported incident. The logs identified that on 27aug2024 at 10:15 pm, a remote intravenous (IV) infusion message was received for primary infusion with rate: 50ml/hr, vtbi: 526.343ml and a secondary infusion with drug ID: 231 (zerbaxa), rate: 33.333ml/hr, volume to be infused (vtbi): 100ml, and user started the infusion. Primary volume infused (pvi) was recorded as 423.657ml. Secondary volume infused (svi) was recorded as 200.015ml. Through 10:29 pm to 10:34 pm, the user paused and restarted the infusion three (3) times. Svi was recorded as 208.552ml at 10:41 pm, the user paused the infusion. Svi was recorded as 212.293ml at 10:42 pm, the user powered down the system. Pvi was recorded as 423.657ml. Svi was recorded as 212.293ml. Designated complaint handling unit (dchu) calculated a total of 12.278ml infused during the time of the event. This value was derived by subtracting the value (200.015ml) at the start of the infusion from the value (212.293ml) when infusion was terminated. Inspection and testing of the suspect pump module, concomitant pcu, and incident administration set could not be performed as they were not returned for investigation. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the secondary infusion that was programmed to infuse for approximately 3 hours was terminated early after only infusing for approximately 26 minutes. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual, it states within warnings and cautions ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door¿. It is possible that there was a back check valve failure with the primary administration set, however, this issue could not be investigated further because the requested incident administration set was not provided by the facility for investigation. Per the alaris tip sheet, optimizing secondary infusion performance, the clinician must ensure proper head height is performed when setting up a secondary infusion. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of an over infusion of zerbaxa was not identified during the investigation. Review of the device logs observed that the device was operating as intended, and no obvious programming errors were found to be attributing to the reported incident. The primary administration set was not provided for analysis of a back check valve failure which could be perceived as an over infusion by allowing the secondary fluid to back fill into the primary bag.

Event description:
It was reported zerbraxa (100ml) was programmed to be infused at 33.3 ml/hr. Over three (3) hours. When clinician assessed the patient approximately thirty minutes later it was noted the bag was empty, however infusion verification in epic stated only 12.31ml had infused. There was patient involvement however no patient harm. Although requested, the customer stated that they are unable to send the devices for investigation.